Manufacturer narrative:
It was found that the water conductivity value of 1.25 s/cm at the site was above the specification set for the analyzer of 1 s/cm or less. The investigation is ongoing.

Event description:
There was an allegation of questionable low ca2 calcium gen.2 results from the cobas 4000 c311 analyzer. The samples were repeated on a cobas c111 analyzer. (B)(6). The questionable results were not reported outside of the laboratory. The reagent lot number was 56269001. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The lamp and cuvettes were changed, the external water deposit was decontaminated and cleaned, and pre-filters were added to the water system. The issue appeared to be resolved after these service actions.